Event description:
The catheter was placed on 6/13/97, for abscess drainage of the right lower quadrant. When the physician went to remove the catheter, the suture string remained in the pt. The pt has not sustained any adverse effect from this event.